Event description:
Related manufacturer reference number: 2017865-2022-19591. It was reported that the device exhibited pacing inhibition when the patient was standing up during an in-clinic device check. The patient experienced dizziness. The device was explanted and replaced. During the procedure, it was noted that the right ventricular (rv) lead insulation was damaged. The rv lead was also explanted and replaced. The patient was stable with no adverse health consequences.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned, and the reported event of pacing anomaly was not confirmed. Visual, mechanical, electrical and longevity analysis was normal, and no anomalies were found.